Manufacturer narrative:
(B)(4). Additional information: was the clip malformed? Did it drop out of the end? The clip dropped out before firing. Which firing of the device did this event occur on? From the 1st firing. Besides, the device was not used after this event. What vessel or structure was the device fired on at the time of the event? Around the cholecyst was the clip fully advanced into the jaws prior to firing? No information. Was there any torquing or twisting of the device present at the time of firing? N/a. Was any unexpected resistance felt while firing the trigger? N/a. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No information. Was the device fired after this incident in or out of the patient? No information. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip fell out easily after it was fed into the jaw. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.